Event description:
Device 2 of 3. Reference MFR report numbers 1627487-2013-06536 and 1627487-2013-06538. The pt was implanted with four leads from three different lot numbers. Additionally, the two leads from the same lot number were placed occipitally (off-label use). It was reported the pt is having her scs sys explanted. The pt reported that she dislikes the sensation from the stimulation and does not have any pain relief. Follow-up identified the pt's sys was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.